Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed in 2008 (male patient; age and weight are unknown). According to the complainant, during the procedure, when the tech was advancing the clip out of the catheter, the clip would not open. It appeared to have already been deployed. The case was completed with another of the same device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "okay."

Manufacturer narrative:
The product was returned for analysis. Upon investigation, it was found that the clip assembly was deployed and not returned with the device. The bushing was located inside the over-sheath approximately 0.25" from the distal end. The yoke was still attached to the control wire and was actuated several times before being deployed as designed. The end-user may not have followed the directions for use procedure statement. The clip assembly was half deployed and without the clip assembly no further investigation can be done. A review of the design history record showed the lot to be manufactured in accordance with the dmr.